Event description:
Customer reported erroneous high access free t4 (thyroxine) test results were obtained for 3 pt samples when using the unicel dxi 800 access immunoassay system. The erroneous high test results were reported out of the lab and were questioned by the physician. Repeat analysis was performed. The test results were in the normal range. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt management. This is event 1 o 3 reported by this customer. An MDR was filed for each of the 3 pts.

Manufacturer narrative:
Quality control (qc) was within established ranges prior to the event. All erroneous results were generated from frt4 reagent pack s/n (B)(4). Frt4 reagent pack s/n (B)(4) was previously loaded and calibrated on dxi s/n (serial number) (B)(4) on (B)(6) 2009 (12 tests counts were used at that time). Frt4 reagent pack s/n (B)(4) was then loaded on dxi s/n (B)(4) on (B)(6) 2009 and 37 qc and pt samples were run from the pack including the erroneous results associated with the three pts. Service was not dispatched. Root cause was attributed to pack sharing between two unicel dxi 800 access immunoassay system. Product labeling does not allow pack sharing between analyzers. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add¿l reportable events. This is event 1 of 3 reported by this customer. The related mdrs are: 2022870-2011-06153, 06154, 06155.